Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on a saphenous vein graft lesion to left anterior descending artery (lad). Following predilitation with a 2.5 x 12 and a 3.0 x 10 non compliant (nc) balloon, a 3.50 x 32 promus premier select stent was deployed. After performing post dilatation with a 3.5 x 10 nc balloon, a distal edge dissection was noted in the distal part of the stent. Another stent was deployed to cover the edge dissection and complete the procedure. No further patient complications were reported in relation to this event.